Event description:
The patient had generator and lead replacement on (B)(6) 2016. The products were discarded after surgery. As a result, analysis is unable to be performed. The operative notes reported that the patient's mother reported the patient had experienced an increase in seizure frequency over the prior month. Troubleshooting was not performed during the surgery. Both the generator and lead were replaced which resolved the high impedance.

Event description:
It was reported that a patient was having full replacement surgery because his device showed high impedance (>10,000 ohms) on interrogation. Additionally, the patient was experiencing an increase in seizures. No surgical intervention has occurred to date. High lead impedance has been previously investigated by the manufacturer and the known causes for lead impedance found through the investigation were lead fracture, incomplete pin insertion, electrode detachment from nerve, fibrosis, and generator issues. The increase in seizures is a known hazard to be associated with high impedance due to the stimulation potentially not being provided. Review of the lead device history records confirmed that all quality tests were passed prior to distribution.